Manufacturer narrative:
Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that while the doctor was drilling the proximal holes through the guides, the drill bit broke and remained inside the patient's bone. The surgeon was able to remove the piece with his hand. No adverse events have been reported as a result of the malfunction.